Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08395 and 2134265-2017-08397. It was reported a pericardial effusion occurred. An intellamap orion¿ mapping catheter, polaris x¿ diagnostic catheter, and an intellanav oi ablation catheter were used during a pulmonary vein ablation procedure being conducted to treat atrial fibrillation. During the procedure the physician noticed a pericardial effusion. The physician felt the effusion occurred during mapping, but was uncertain which catheter caused or contributed to the event. It was noted there had been no device performance issues. A pericardiocentesis was performed and the patient underwent surgery to repair the hole. The patient was doing ¿very well¿ and was in stable condition.

Manufacturer narrative:
The device was received for analysis after decontamination; the upn and lot number match those provided by the customer. Electrical testing was performed and the device was found to be within specification; no opens or shorts were identified. The steering knob and tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism . Tip motion was evaluated and the device passed neutral and curve tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08395 and 2134265-2017-08397. It was reported a pericardial effusion occurred. An intellamap orion mapping catheter, polaris x diagnostic catheter, and an intellanav oi ablation catheter were used during a pulmonary vein ablation procedure being conducted to treat atrial fibrillation. During the procedure the physician noticed a pericardial effusion. The physician felt the effusion occurred during mapping, but was uncertain which catheter caused or contributed to the event. It was noted there had been no device performance issues. A pericardiocentesis was performed and the patient underwent surgery to repair the hole. The patient was doing ¿very well¿ and was in stable condition.